Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a shorted u612 inverting charge pump on the computer/analog pca. Additionally the c655 capacitor on the computer analog board was thermally damaged. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. The root cause for the damaged c655 could not be positively identified. Device evaluation of electrode belt has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged monitor and electrode belt.

Event description:
During servicing of a monitor and electrode belt which were returned for investigation into an unrelated issue, reportable malfunctions were found. Monitor sn (B)(4) was unable to communicate with an electrode belt and electrode belt sn (B)(4) was unable to complete incoming functional testing.